Event description:
145 ml of contrast was used with a 21 gauge catheter. The technologist started the injection at 1.5 ml per/sec. The pt complained of arm pain and the technologist stopped the injector. 80 ml of contrast was left in the syringe, 65 ml injected into the pt. A low dose CT of the arm was done subsequent to the event indicating that an extravasation did occur. The pt condition was fine after the event, no medical intervention was required. The exam was completed using the other arm.